Manufacturer narrative:
Insulin pump was received with blank display due to power male connector on battery tube not plugged in properly into female connector on interface board. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to blank display. All the buttons functioned properly and no moisture damage on keypad traces, electronic assembly, or motor noted. Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 400 mg/dl. The display did not return after troubleshooting. The customer was throwing up and treated her blood glucose level with a shot. The insulin pump had fog under the screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.